Event description:
It was reported the lead impedance increased and there was no pacing. It was also reported there was no capture and no sensing bipolar or unipolar. During the changeout, there was a 1-2 mm gap in fluoro and it was discovered the lead was broken in half. The lead was partially removed and replaced. No patient complications have been reported as a result of this event. The lead was returned with an additional report that the lead had high thresholds and an apparent fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment of the lead was returned and analyzed.

Event description:
It was reported the lead impedance increased and there was no pacing. It was also reported there was no capture and no sensing bipolar or unipolar. During the changeout, there was a 1-2 mm gap in fluoro and it was discovered the lead was broken in half. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.